Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected left-sided rupture, left-sided breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with two 375cc mentor memorygel breast implants and experienced left-sided breast pain and right-sided rupture postoperatively. Initially, the patient suspected that her left breast implant was ruptured due to breast pain. However, ultrasound performed on unspecified date indicated that the left implant appeared to be intact. As a result, the patient underwent removal and replacement with unspecified non-mentor devices on (B)(6) 2021. Upon explantation, the right-sided device was found be ruptured. The right-sided device was discarded and is not available for product evaluation. This report is for the right-sided prosthesis.